Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an off no power and failed battery test alarm. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer stated that the insulin pump had an off o power alarm without a low battery alert warning and a recurring failed battery test alarm. Battery change did not resolve the issues. Customer also reported that the insulin pump buttons were hard to press and no significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify battery out limit alarm and failed battery alarm due to no button response. No button error alarm during testing.